Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Review of performance data indicated artifact possibly due to interaction with an abandoned lead. The rv lead remains in use and the physician is scheduling a revision procedure. No patient complications have been reported as a result of this event.